Event description:
It was reported to philips the backup alarm failed alarm occurred. This event was reported to have occurred during patient use. There was no patient harm and no delay to therapy. The device was operable after it was rebooted to stop the alarm, so the device continued to be used. The customer requested to have the device evaluated. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device. The reported phenomenon was not duplicated despite device checking. The error log revealed that the 1104-check vent: backup alarm failed diagnosis code had occurred. Following the evaluation of the device, the fse replaced the cpu pcba as a preventive measure to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The cpu pcba was returned to failure investigation. Previous investigations show that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. No new knowledge could be gained by continuing to investigate ls1 failures where the ls1 does not include a date code.